Manufacturer narrative:
Product event summary: the full lead was returned and analysis no anomalies. However, the distal electrode was covered in blood.

Event description:
It was reported that during the implant procedure, after attempting six times to place the lead, capture could not be obtained at 10 v at 1.0 ms. The lead may have caused a perforation and the patient's blood pressure dropped and a cardiac tamponade occurred. A periocardiocentesis was performed successfully that resulted in an increase in the patient's blood pressure. The lead was not implanted and another lead was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.